Event description:
It has been reported to the MFR that a .035 j wire (guide wire) punctured through the secondary curve of the guide during the procedure. No pt injury was reported. The device has not been returned for eval.